Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire would not advance to wire the internal carotid artery (ica). The physician re-accessed the common carotid artery (cca) and attempted to wire again, but the guidewire would not advance. The physician reported that imaging did not reveal a dissection flap, but revealed bruising (intramural hematoma) on the backwall of the carotid going to ica bifurcation. The physician elected to convert the procedure to carotid endarterectomy (cea).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
The incident report and the complaint dialogue contained information that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire would not advance to wire the internal carotid artery (ica). The physician re-accessed the common carotid artery (cca) and attempted to wire again, but the guidewire would not advance. The physician reported that imaging did not reveal a dissection flap, but revealed bruising (intramural hematoma) on the backwall of the carotid going to ica bifurcation. The physician elected to convert the procedure to carotid endarterectomy (cea). As per complaint dialogue the lesion was mildly tortuous and severely calcified with severe stenosis. The lesion was presented in the carotid artery. It was confirmed the enroute guidewire was hydrated before use, and it was visible under fluoroscopy. There was no report of resistance when retracting the guidewire during the procedure. There was no significant clinical delay as a result of the incident. The patient's clinical condition after the completion of the procedure was reported as "fine". The device was not returned for analysis; therefore, limited investigation was carried out. The device lot history records have been reviewed, and it is shown that there were no anomalies or non-conformance raised that could have contributed to the reported failure mode, as well as the guidewires were manufactured according to the specification. All the required tests and inspections were performed and passed. Upon the risk traceability matrix number rmf(tm)-003 review it was found that the risk for this failure mode was included and well documented. The current rating for the failure mode in question is below the expected levels for the confirmed complaints. There is no evidence to suggest that the design of the guidewire or any manufacturing-related concerns has contributed to the incident as well as the device was not returned for investigation, thus the complaint cause cannot be verified,

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire would not advance to wire the internal carotid artery (ica). The physician re-accessed the common carotid artery (cca) and attempted to wire again, but the guidewire would not advance. The physician reported that imaging did not reveal a dissection flap, but revealed bruising (intramural hematoma) on the backwall of the carotid going to ica bifurcation. The physician elected to convert the procedure to carotid endarterectomy (cea).